Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger was not working. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation the battery charger was resetting. The cause of the resets was isolated to a shorted u13 flash cmos microcontroller on the bedside pca board. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.